Event description:
Procedure: CABG. According to the reporter: that the clip did not load into the jaws or form properly. The vein got cut and manual suturing was done to resolve the issue. About 45 minutes delay was reported. The clip applier was replaced.